Event description:
During a left atrial procedure, it was noticed during aspiration of the sheath after transseptal puncture that the sheath was aspirating air. It is assumed from the physician that the valve had a leak. The sheath was replaced with a new one, allowing the procedure to be successfully completed.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. A dilator from current inventory was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of this introducer leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.